Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the end of the crrt (continuous renal replacement therapy) treatment, it was observed that there was a small amount of blood oozing at the end of the femoral vein catheterization artery. It was found that there was damage at the end of the femoral vein single-needle double lumen artery. There was no reported patient injury.